Event description:
Upon implant interrogation, it was reported that the device had a 30 second charge time out. The device was subsequently returned with a report of no telemetry. It tested out of specification during manufacturer's analysis. There was no patient involvement in this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The device condition was identified prior to any patient involvement. Evaluation summary: pnr407957h analysis found a short occurred in a transistor, which resulted in battery depletion and loss of telemetry.